Event description:
This is an international report of a leak that was found from the tubing. The set had been used for 100 days. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). The complaint was confirmed in the lab. The tubing was found to be cut a distance of 1" from the patient connector bushing. Exact root cause cannot be confirmed for the cut/slice/hole in the tubing. The lot number is unknown; therefore a batch review cannot be performed.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.